Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, due to sensor failure during sensor startup period, patient removed sensor. Upon sensor removal, patient reported sensor wire was missing.